Manufacturer narrative:
H2) device evaluation: d9 - date returned to manufacturer: 1/29/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The cause of the customer reported problem was a defective latch lock flex sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the latch lock flex sensor, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the pump had a cassette sensor issue. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.